Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc271000/ serial (B)(6) / UDI (B)(4). Catalog #plc271200/ serial (B)(6) / UDI (B)(4). Catalog #plc271400/ serial (B)(6) / UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a 55mm abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses in the aaa1303 excc pivotal study. The patient tolerated the procedure. On (B)(6) 2021, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 61mm. On (B)(6) 2022, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 66mm. A type ii endoleak was observed. No treatment was performed and the patient was monitored. On (B)(6) 2023, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 66mm. On (B)(6) 2023, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 70mm. On (B)(6) 2024, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 73mm. On (B)(6) 2024, CT imaging revealed that the maximum diameter of the aneurysm/lesion was 84mm. On (B)(6) 2024, the subject presented to the facility for follow-up. It was reported that, due to the continued aneurysm enlargement, a conversion to open repair will be performed. The procedure is scheduled for (B)(6) 2024.

Manufacturer narrative:
H.6. Investigation findings for testing of actual/suspected device: code c21 updated to code c19. H.6. Investigation findings for testing of actual/suspected device: code c19 - the device fragments were returned to w. L. Gore & associates for investigation. Submitted in formalin was a fragmented gore® excluder® conformable aaa endoprosthesis; seven unidentifiable device fragments (uf-1 ¿ uf-7), one wire fragment (wf), and two constraint sleeve fragments (csf-1 & csf-2). Device fragments had been transected prior to arrival at w. L. Gore & associates. The abluminal surface of all device fragments were generally devoid of tissue except for scattered plaques of friable red/brown material. The lumens of all device fragments were widely patent. The transections of all device fragments had rough cut edges, exposed nitinol, and frayed eptfe material. Histopathological examination was not performed, due to the paucity of adherent tissue present. The device fragments were subjected to an enzyme digestion process to remove biologic debris. Following digestion, the system was examined for material disruptions with the aid of a stereomicroscope on a downdraft table at ambient room temperature. The system was examined intact, marked with black and red permanent markers, separated, re-examined. Following separation, the fragments were examined for material disruptions with the aid of a stereomicroscope. All material disruptions (i.e., material transections) present on the device fragments were consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during the explant procedure. No wear related disruptions were identified. The reason for removal was reported as a type ii endoleak which cannot be confirmed via analysis of the explanted endoprosthesis. H.6. Investigation conclusions: code d16 updated to code d12. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak, surgical cut down, bypass, or conversion, cardiac events (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension) and death.

Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c21 updated to code c19. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for testing of actual/suspected device: code c21 remains unchanged. H.6. Investigation conclusions: code d16 remains unchanged.

Event description:
On (B)(6) 2024, the patient underwent explant of the gore® excluder® conformable aaa trunk-ipsilateral leg component. An aortic bypass was performed using a dacron open surgical graft. It was reported that the surgical bypass was competed, but the patient entered acute cardiac failure. The patient expired during the procedure.

Manufacturer narrative:
B.2. Outcomes attributed to adverse event: death and date of patient death added. B.5. Event description: additional information added. D.9. Device available for evaluation and date returned to manufacturer: updated . H.1. Type of reportable event: updated . H.3. Device evaluated by manufacturer: updated. H.6. Health effect - clinical code: code e0602 added. H.6. Health effect - impact code: code f02 added. H.6. Investigation findings for testing of actual/suspected device: code c21 remains unchanged. H.6. Investigation conclusions: code d16 remains unchanged.